Event description:
It was reported, the subject device had an incomplete seal cycle error occur continuously. The issue occurred during a therapeutic open hepatectomy procedure. The intended procedure was completed using a similar device. No surgical delay and no patient harm was reported by the customer.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.